Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, an endo retract hinge black cap broke during a laparoscopic nephrectomy. Black plastic hinge cover was missing inside the patient abdominal cavity. 2 pieces (that from one side) retrieved, but still one side pieces missing. Surgeon had a through check inside the patients abdomen, found 2 small pieces of the missing part. Informed theatre co- coordinator on duty and she had contacted the company for advice. Upper g.I surgeon came and helped to search for the pieces in the abdomen, couldn't find. Device not resterilized prior to incident was used on patient. No patient injury, however extension of surgery time required due to this incident and plastic pieces missing inside patient abdominal cavity - operation took longer than expected. Surgeon had to contact covidien for support, and surgeon took decision to close the cavity without finding the pieces. No blood loss of more than 500cc, no extension of the incision, no change from endoscopic to open surgery, no unanticipated tissue loss or irreversible damage. A portion of device did fall into the patient - not all the pieces were retrieved from the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) and engineering led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Two black pieces were disengaged from the side of the instrument. The pieces were received in a plastic bag. The clevis from both sides of the instrument. No other visual abnormalities were observed. The articulation knob functioned properly. The knob to expand the blades functioned properly; the blades could be expanded fully. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.